Event description:
It was reported that an ilet user experienced persistent difficulty locking the luer connector that required the use of pliers to engage the adaptor, after which insulin cartridges began leaking, resulting in wasted insulin and suspected internal damage to the pump interface. Customer care provided support which included case assessment, confirmation of proper locking technique, and logistical arrangements for return and replacement. Investigation of this case revealed a connector engagement issue consistent with mechanical wear or damage at the luer interface leading to cartridge leakage. No clinical symptoms associated with device leakage reported. Outcomes included replacement of the ilet and shipment of replacement cartridges and adaptors, along with user education on correct assembly and data transfer steps. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage of the device¿s connector/adaptor interface during repeated forced engagement.